Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit that could not be cleared. Blood glucose level at the time of the incident was not provided. The customer was sent a replacement battery cap and will not return the insulin pump for analysis.